Manufacturer narrative:
The device was not returned for evaluation. We were unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 14.3 mmol/l (258 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient reported that the adhesive pad was wet and insulin was leaking from the needle guard. Upon pod removal, it was noted that the cannula appeared bent.

Manufacturer narrative:
The device was returned with a kink in the cannula. When the ratchet gear was rotated, insulin was produced at the distal tip of the cannula. The device was tested for leaks and none were found. The reported event of a kinked cannula can be confirmed, however the cause of the reported event could not be determined.